Manufacturer narrative:
(B)(4); as no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator appears to be consuming more battery power than anticipated. Boston scientifics technical services reviewed longevity data, confirming the patient should maintain normal follow-up at this time; however, a longevity evaluation should be performed at each subsequent visit to ensure a proper replacement window is being maintained. The device remains implanted and in service with no adverse effects reported.